Manufacturer narrative:
Citation: liu x.b. Evaluation of the safety and efficacy of transcatheter aortic valve implantation in patients with a severe stenot ic bicuspid aortic valve in a chinese population. J zhejiang univ sci b. 2015 mar;16(3):208-14. Doi: 10.1631/jzus.b1500017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding an evaluation of the safety and efficacy of transcatheter aortic valve implantation in patients with a severe stenotic bicuspid aortic valve in a (B)(6) population. All data were collected from a single center between march 2013 and november 2014. The study population included 40 patients (predominantly male; mean age 75 years), 29 of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients four deaths occurred: one death from cardiac causes, and three deaths from any cause. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: myocardial infarction (mi), stroke, major bleeding, vascular complications, and permanent pacemaker implantation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.